Event description:
This is an international report of a patient that found a leak from the twist clamp during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the problem or any root cause of it as described in the complaint cannot be determined. The lot number is unknown; therefore, a batch review cannot be performed.